Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly.

Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of device history record (DHR), concomitant product evaluation, trending of lot number, and system risk analysis (sra). DHR could not be performed without lot number available. Trending analysis by lot number could not be performed without lot number available. The sra indicates the risk associated with hazard of quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed to confirm the event. A field service engineer (fse) visited the site and determined that the customer was not reading the strips correctly. There were no issues with the concomitant sterrad 200 unit. The assignable cause is likely related to use error in this case. The customer was educated by the fse and advised to change the vaporizer plate periodically as he had observed build up on it. The issue will continue to be tracked and trended.